Manufacturer narrative:
Eval summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted corneal tunnel procedure that the cornea was perforated in the right eye. In a f/u, a physician reported that the perforation occurred prior to placing the corneal ring. The perforation was noticed just after the tunnel was made. A bandage contact lens was placed to treat the event. The pt reported no improvement in vision at the one day postoperative f/u appointment.